Event description:
A pt reported low inaccurate results with a surestep meter. In a back to back testing session, the surestep meter gave blood glucose results of 7mg/dl, 8mg/dl and 9mg/dl successively. Patient, disbelieving meter results, had blood glucose tested at the hosp with an unknown meter. Hosp blood glucose result was 217mg/dl. Pt did not experience any symptoms and did not require any treatment. Pt reported that test strips had expired on 9/2000. Test strips were replaced. No allegations of harm have been made.